Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was unknown. The customer reported that the power error detected (pump error 25) within 4hrs of troubleshoot the previous occurrence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to j6 connector resistance issue.